Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4).

Manufacturer narrative:
Incidental findings: backup battery fault. Atypical power cable disconnect. Manufacturer's investigation conclusion: the reported event of the green running symbol being off on (B)(6) 2021 was not confirmed. The system controller, serial number (B)(4) was not returned for analysis; however, the log file was submitted for analysis. There were no events in the log file that indicated an issue with the green running symbol led on the system controller. The root cause of the reported event could not be determined through this analysis. The submitted log file contained 256 events spanning approximately 6 days (B)(6) per the timestamp). The fixed speed was set to 5400 rpm and the low speed limit was set to 5000 rpm. The system controller was able to maintain the low speed limit without issue throughout the log file. The log file captured atypical power cable disconnect along with low voltage hazard alarms on (B)(6) 2021 from 20:16:46 to 20:16:48, from 20:16:52 to 20:16:53, and from (B)(6) 2021 at 16:39:59 to 16:40:01 due to the bus voltage in the black and white power cable dropping to approximately 3.5 volts. The alarms resolved themselves once the bus voltage was restored to the expected voltage threshold. The log file also captured a low voltage hazard alarm occurring on (B)(6) 2021 at 20:16:48 and on (B)(6) from 16:40:01 to 16:40:03 due to the bus voltage in the black and white power cable dropping to approximately 3.48 volts. The alarms resolved themselves once the bus voltage was restored to the expected voltage threshold. In addition, a backup battery fault was active on (B)(6) 2021 at 20:16:48 due to the controller losing external power causing an f54 (ebb in use) fault flag. The alarms resolved on its own immediately. The v_unable_charge_ebb fault (f56) should be active at this time due to the bus voltage being too low to charge the backup battery (below 13.0 v) because of the loss of external power the log file also captured no external power alarms active on (B)(6) 2021 at 20:16:50 and on due to the bus voltage in both power cables dropping below the minimum voltage threshold. This continued on with power cable disconnect alarms with no external power alarms active from 20:16:51 to 20:16:53 due to a brief disconnect from external power as the rsoc and bus voltage in both power cables dropped to 0 volts. The alarms resolved themselves when external power was restored to the mobile power unit. The log file also captured atypical power cable disconnect alarms while connected to the mobile power unit on (B)(6) 2021 at 23:39:17 to 23:39:19 due to the rsoc voltage in the white power cable dropping to approximately 0 volts. The alarms resolved when the rsoc voltage in the white power cable was restored to its expected threshold voltage. The device history records were reviewed and the records revealed the heartmate 3 system controller mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on (B)(6) 2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump running led condition, no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's daughter saw the green running symbol off on (B)(6) when the patient had a syncopal episode. Log files were sent in for review. No additional information was provided.